Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was removed about 5 years prior to the report because the implant did not help the back. It was noted the patient still had the wires in her body and wanted to know if she could have an MRI on her head and back. Relevant medical history included degenerative disc disease and herniated disc pain. No causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the healthcare provider (hcp) removed the stimulator at the patient's request as it did not do anything to help the patient's back pain. It never helped from when implanted. This was known on the operating room table, but they still completed the procedure and left the patient with no relief. Troubleshooting did not help and was known. The patient noted that why would she do more when she was told nothing else could be done and to see if it changed. The patient would not recommend to anyone.